Event description:
Health professional reported that pt experienced face and throat swelling, causing difficulty swallowing, after the pt was injected in the nasolabial folds and oral commissures with juvederm ultra xc. The pt was given an injection of decadron and prescribed oral claritin tablets by a general practitioner. The symptoms have reduced since the initial treatment. The pt declined to provide the name of injecting physician to the general practitioner (treating physician). Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).